Manufacturer narrative:
Unique identifier (UDI): (B)(4). The test strips were requested for investigation. One test strip was provided for investigation where it was tested using a reference meter with a high-level control sample. Testing result (qc range = 2.1- 3.3 inr): qc 1: 2.5 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without an error message. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 12:37 p.m. Was 6.9 inr. The result from the laboratory within 2 hours was 4.7 inr. This result was believed to be correct. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.